Event description:
It was reported by the vad coordinator that the patient states he had a hazard alarm at home and had to change out the controller. His wife states that is was a vad stopped alarm. She said she noticed the last couple days a single beep every now and then but didn't think much of it until it happened. Log files not available at this moment to confirm alarm since patient is at home. Patient received a new controller and will come to site soon for download. Controller was replaced at home and patient tolerated the exchange well. No further information is available and investigation is in progress.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (vad stop alarm) could not be confirmed via logs, as the only vad stop alarm occurred when the controller was replaced; however, log files revealed occurrences of a critical battery alarm, power disconnect alarms and switching events prior to the 25% threshold. An internal investigation has been opened to address this issue. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller. Both ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause for these alarms and premature switching events are communication anomalies between battery and controller. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm or beeps. Silencing an alarm does not resolve the alarm condition. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.